Manufacturer narrative:
References the main component of the device system; other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type :catheter. (B)(4) pertain to the pump.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving fentanyl [500 mcg/ml] at an unknown dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient had several replacements and revisions with the pump being flipped twice. It was indicated that a manufacturer¿s representative was at the last operating room visit on (B)(6) 2016 with the second flipped pump revision. It was noted that the pump was replaced at that time ((B)(6) 2016) but the existing catheter was utilized. It was unknown if the catheter was confirmed as patent at the time of the surgery. It was reported that the hcp had tried accessing the reservoir at the last refill but the pump had flipped upside down. With manipulation it was then accessed so they were able to get the medication into the reservoir. It was noted that the pump was perpendicular/90 degrees with the patient sitting up and then they flipped it to access the reservoir. It was indicated that this occurred prior to the previous revision and that it had been the third or fourth revision the patient had. It was noted that (B)(6) 2016 was a pump revision due to a flipped pump per the hcp. It was stated that the doctor did not do dye studies and that the patient reported the catheter was all wrapped around the pump at the (B)(6) 2016 revision. Additional information was received from a manufacturer¿s representative on (B)(6) 2017. It was indicated that the representative was present for the pump replacement on (B)(6) 2016 but was not aware it was a flipped pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.